Event description:
It was reported that during procedure (post-sedation) the fiber metal cap of the tip has come off. The procedure was completed with a different manufacturer. There was no patient complication.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during procedure post-sedation the fiber metal cap of the tip has come off. The procedure was completed with a different manufacturer. There was no patient complication.